Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified damage to the outer carton as well as to the inner and outer cavities of the sterile packaging, resulting in sterility being compromised. The device history records were reviewed and no discrepancies were identified. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during knee arthroplasty, the outer packaging of the femoral component was crushed and the inner sterile packaging was broken. As sterility was breached, an additional implant was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant the product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.